Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, h2, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 22-sep-2021 to 22-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not accessible. A field service engineer powered off station, installed power bracket switch cover and reseated all hard drive connectors to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly requested a user password when attempting to retrieve narcotics for a patient during care workflow. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's all-in-one computer was displaying a password screen. The device was turned off, the power bracket switch cover was installed, and hard drive connectors were reseated to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly requested a user password when attempting to retrieve narcotics for a patient.the customer did not release additional information regarding this event.there were no adverse events or injuries reported based on this event.